Event description:
Customer's grand mother reported her granddaughter received high readings on her freestyle flash meter and treated herself with insulin. She reports a hypoglycemic event with seizure after the insulin was taken. It should be noted that no readings below 331 mg/dl were reported on either the health care provider meter nor the abbott meter. Repeat calls to customer to clarify issues have not been successful.

Manufacturer narrative:
A follow up report will be submitted if product is returned for eval.